Event description:
It was reported that a user of the ilet experienced hyperglycemia with glucose readings in the mid-400s, remained connected to the ilet, presented to the emergency department twice, received intravenous insulin for a glucose value in the 440s, and subsequently paired a new dexcom g7 sensor before glucose later measured at 201. Symptoms included no reported complaints. Outcomes included emergency department treatment with intravenous insulin and discharge home. Investigation included troubleshooting and education completed with the user. Investigation of this case revealed an unclear cause for the hyperglycemia, with no device malfunction confirmed and no specific component issue identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.